Event description:
Procedure: lap chole. According to the reporter: when surgeon opened the bag inside the patient, the bag was torn.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/16/2015.

Manufacturer narrative:
(B)(4).